Event description:
A customer reported experiencing a cgm error 42 with their pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset, which did not resolve the issue, leading to the decision to replace the malfunctioning pump. The customer was informed they would receive a replacement pump with updated software. They were also instructed to enter storage mode for the faulty pump, return it to tandem, and transfer their pump settings and connect their cgm to the new pump. A signature was requested for delivery, and a backup method of insulin delivery was noted. The customer acknowledged all instructions and resolutions provided.